Event description:
Channel 1 primed and when hit ok to infuse, part of the screen was not completely on, so the number to show cc/hr was not displayed and the red line that circles to show pumping was only a single small light. Even though pump on main screen said was infusing, drips coming out were slow compared to bedside pump at a slower rate. Medication was then switched to channel 2 on this pump and worked accordingly. .